Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the esophagus during a stenting procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a 7 cm malignant stricture in the cardia. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician attempted to release the stent, approximately 0.5 mm of the stent was deployed when the deployment suture could not be released further. It was also reported that the catheter bowed at the distal end. The partially deployed stent was removed from the patient without issues.. The procedure was completed with another ultraflex esophageal distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date reported event of stent partially deployed. The device was disposed; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context.  This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.